Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastroplasty, when on stomach stapling, the staple did not fire. They exchanged the load to complete the case. There was no patient injury.